Event description:
It was reported that "line inserted 10.12.12. Planned removal 25.01.13. No cuff evident on the line when removed. All lines were sutured as per our guidelines. We remove hub sutures at one month."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of reve1115 showed no other similar product complaint(s) from this lot number.